Event description:
A perclose ak device was used on a pt. It is believed that the pt was sent to surgery. Although requested, no additional info has been received.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.